Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent vibration. No additional event or patient information is available. The receiver was returned for evaluation. A visual exterior inspection was performed and the device passed. The receiver was charged and booted. The receiver log was downloaded and reviewed, no findings related to complaint were observed. A receiver functional test was performed and it passed all relevant testing. Manual "try it" test performed for intermittency vibration and passed. The receiver case was opened for an interior inspection and passed. A vibrator resistance test was measured and passed. The reported event of an intermittent vibration was not confirmed due to receiver passing all relevant tests. A root cause could not be determined.